Manufacturer narrative:
The insulin was received no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump. The customer also reported reinstalling the battery on the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.